Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was had non product experience. Additional information indicated that the lead was removed due to the patient twiddled the lead. It was twisted and so the physician requested a new one. This lv lead was explanted. No additional adverse patient effects were reported.